Event description:
Complaint description: hospital acting gi supervisor reported that pt developed acute abdominal pain during a colonoscopy procedure. The procedure, described as difficult due to the pt's age, was completed and an x-ray was taken following the exam. Free air in the abdomen was observed and a severe perforation was noted. The pt was started on intravenous and taken to the or for surgical repair of the perforation. The supervisor stated that pt tolerated the perforation very poorly. Pt was treated with antibiotics. At the time of this writing, pt's condition was unknown. Rectal bleeding had been observed in the pt prior to the colonoscopy exam.